Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice automated pd set with cassette leaked during peritoneal dialysis therapy. This event occurred during drain two of four. The patient was connected at the time of the leak. The patient stated that the cassette was leaking around the cassette door. The patient stated that the solution bags were not leaking. The patient did not notice any holes, cuts or slices to the cassette tubing or membrane. The patient did not use any sharp objects to open the carton and did not have any pets that could have caused the damage. The patient stated that the leak happened during the second cycle and that the cassette completed self-test successfully. The technical service representative (tsr) assisted the patient to end therapy and remove the cassette. The patient would complete therapy with manual supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.